Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. The end user indicated ozone or other unapproved cleaning and disinfection method was used. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop sinus infections. The patient did receive medical intervention in the form of a prescription for antibiotics. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer visually inspected the device and found contamination on bottom panel and contamination in blower motor. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer also confirmed the presence of contamination on the bottom panel and on the blower motor.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop sinus infections. The patient did receive medical intervention in the form of a prescription for antibiotics. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on nov 12 , 2024 and section h10 should be reported as: the manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop sinus infections. The patient did receive medical intervention in the form of a prescription for antibiotics. Section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR.). Section b2 was corrected to blank. (Previously, it was other serious or important medical events.). Section h1 was changed from serious injury to malfunction.